Event description:
Information was received that reported a patient was hospitalized in 2006 due to hypoglycemia. The reporter states the patient had a seizure was brought to the ER at 0220 the same day. The reporter is questioning the accuracy of his insulin nfusion pump with blood glucose monitor and it is alleged that this could have contributed to the incident. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.